Event description:
It was reported that a (B) (4) handheld device froze while attempting to access it's internal database. Attempts to resolve the issue through troubleshooting were unsuccessful. The product was returned to the manufacturer and is currently awaiting analysis.